Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. The access ports were used unsuccessfully and counter traction and assertive pull were used to remove the device from the patient anatomy. The clip of the device achieved hemostasis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (h10f08081 and h10f04031) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(4) of "patient made a mistake and touch contamination" and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient made a mistake and experienced touch contamination. The patient forgot to pull the pull ring on the bag, he spiked through the pull ring which contaminated the bag port. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. It was unreported if treatment was provided. On an unreported date, pd therapy was withdrawn, and the patient was placed on hemodialysis. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis. It was unreported if the patient had recovered from "making a mistake and touch contamination."

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.